Event description:
Liner disassociation and fracture.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation. It was indicated that this is the second time that this has happened to this patient. The surgeon replaced the liner from a 32 to 36 this time. The surgeon did indicate the patient felt our product was at fault. Will send in an op report and implant data on the last revision as soon as it is received. Doi: unknown; dor (B)(6) 2018; unknown side. No surgical delay.